Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown exeter stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient medical records were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of a trident 32mm liner to a trident constrained liner at golden jubilee hospital for recurrent dislocation, due to the orientation of the trident shell and exeter stem. It was further reported that the surgeon then revised cup and stem and used an mdm liner.

Event description:
Revision of a trident 32mm liner to a trident constrained liner at (B)(6) hospital for recurrent dislocation, due to the orientation of the trident shell and exeter stem. It was further reported that the surgeon then revised cup and stem and used an mdm liner.